Event description:
It was reported that "pads are not sticking well, occurs during procedure. The esu did alarm and on several occasions multiple pads had to be used before they got one that worked." Three opened samples which appeared used were received. Device #1 1317214-2009-00048, device #2 1317214-2009-00095.

Manufacturer narrative:
Six complaint samples were returned for evaluation. Three samples were opened and appeared to be used. They were attached to the outside of the package. The used samples were manually examined and deemed to be adequately tacky. There was no evidence of foreign substances on any of the pads. As these samples were compromised and maybe potentially contaminated, no further testing was performed. Three samples were in sealed packages. The sealed samples were removed and applied to human skin for a minimum of 5 minutes. All three samples showed good adhesion and were able to get three conmed electrosurgical units as intended. There was no indication of disengaging, i.e., no portion of the pad lifted away from the skin. DHR/lhr review showed that this gel pad was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. A 24 month review of customer complaint history has shown several similar complaints, which were unconfirmed or found to be possible user error. Factors that may have contributed to this complaint are patient skin type, the degree of skin preparation and ground pad application method. The ground pad should be applied firmly, ensure full contact with the skin. Possible causes for this complaint alarming during the procedure are a change in the patient's impedance during the procedure, and not maintaining adequate contact between the ground pad and the patient's skin. We are now considering this complaint complete and closed.